Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while loading the cartridge, continuous air bubbles were observed. Customer used another cartridge and during fill tubing step, insulin was not observed exiting infusion set tubing. Additional insulin was inserted into the cartridge. Customer's blood glucose was 81 mg/dl. Upon follow up, customer reported not to have changed the cartridge and had no further issues.